Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump delivered a double bolus. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the pump was new but had been dropped, but there was no physical damage to the pump. Troubleshooting was not completed. The customer was also calling to deactivate the block feature on their pump, which they activated after the over delivery. The insulin pump will not be returned for analysis.